Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook jaw pin was loose. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The device appeared to be in used condition. Visual inspection of the jaw revealed that the jaw-to-shaft pin was protruding slightly from one of the shaft, indicating the shear pin being failed. This complaint is confirmed. The device was functionally tested by actuating the jaw lever and the jaw opened and closed, but the top jaw was loose due to the identified pin failure. The jaw to shaft pin was removed and observed under magnification and found one end was broken .clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. Therefore is a potential root cause for the pin being broken. When the pin is broken the jaw will be loose. Therefore is the root cause for jaw being loose. Also to test the functionality of the complaint device an e-iii needle was loaded into the chamber of the device and then fired and found that needle got stuck. The needle was removed manually and visually inspected the needle and found that debris was present on the distal end. The device is reusable and should be properly cleaned. If it is not properly cleaned debris can build up inside the needle shaft and cause the needle to get stuck. A device history record (DHR) review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. UDI: (B)(4).